Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. It was noted that the patient was in atrial arrhythmias. Upon review, the presenting egm showed that the device delivered three bursts of anti-tachycardia pacing (atp) and one shock. The shock successfully converted the rhythm. The therapy was determined to be inappropriate. Ts discussed possible causes and programming optimization options with the hcp. At this time, the crt-d remains in service. No additional adverse patient effects were reported.